Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose dropped to 41 mg/dl. The customer alleged that the device over-delivered. Emergency arrived on scene to assist the customer and took them to the emergency room. The incident occurred on (B)(6) 2018. The customer was treated by the medical staff (with juice), observed, and then released. During troubleshooting, the customer confirmed that the auto mode feature was automatically delivering insulin at the time of the hypoglycemic event. It was also noted that the reservoir contained 180 units of insulin but the status screen depicted 140 units. The reservoir was not returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).